Manufacturer narrative:
No patient code for no flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a no flow event occurred. The target lesion was severely calcified and located in the left anterior descending (lad) artery. Following treatment with the oad, it was reported that there was no reflow to the lad. The patient was stable following the procedure. It was reported to csi that no additional information was available for this event.